Manufacturer narrative:
The device was returned for analysis. The reported positioning problem could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an embolization interventional procedure using a 7f sheath. Reportedly, when attempting to place the first prostyle device, no blood flow was observed from the marker lumen. Despite not observing blood flow from the marker lumen, the device was deployed and a cuff miss [suture retrieval issue] occurred. A second prostyle device was attempted; however, blood marking did not completely cease on positioning the foot against the vessel wall. Another cuff miss occurred. A new non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.